Event description:
It was reported that the 9800 system was not saving the cine runs correctly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software and cal files were installed during the service call. The system was tested and found to be working as intended and put back into service.